Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that a gas leak was observed coming from a split in 512hn gasket seal. The surgeon replaced the trocar with an auto-suture versaport to complete the case. There was no consequence to the pt.